Manufacturer narrative:
The commander delivery system was returned for evaluation and an engineering evaluation was performed. Visual inspection of the returned device was performed and the following was observed: the inflation balloon burst longitudinally; no balloon material appears to be missing. During dimensional testing the single wall thickness of the balloon around the burst was taken. All measurements taken along the edge of the burst balloon met specification. No functional testing performed due to condition of returned device. The device history record (DHR) was reviewed and the work orders did not reveal any manufacturing nonconformance issues that would have contributed to the complaint event. A lot history review did not reveal other similar complaints. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. During the manufacturing process, the device was visually inspected and tested several times. All the inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. All tested sample units for this lot passed pv testing. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. The complaint of balloon burst, was confirmed based on the condition of the returned device, but no manufacturing non-conformances were identified during product evaluation. No visual abnormalities were observed on the returned sample. A review of lot history, complaint history, DHR, and manufacturing mitigations supported that a manufacturing non-conformance likely did not contribute to the reported events. A review of IFU/training materials revealed no deficiencies. As reported in this complaint, the balloon burst during deployment when the valve was fully expanded. The balloon burst could occur from multiple factors (e.g. Annulus calcification, over inflation of balloon or flex tip not retracted during deployment). However, without further patient anatomical information or the applicable procedural imagery/cine, a definite root cause is unable to be determined at this time. No labeling or IFU/training inadequacies were identified. As such, no corrective or preventative action nor pra is required at this time. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-02210.

Manufacturer narrative:
The device evaluation is in progress. A supplemental report will be completed upon completion.

Event description:
As reported, a 29mm sapien 3 tavr case in the aortic position, by transfemoral approach was performed. During the procedure, the esheath tip was split/rifted during the insertion into the femoral artery/iliac artery. Additionally, the balloon burst during deployment but the valve was successfully expanded. The valve was in good position and the patient outcome was good.